Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the left monitor would not display a diagnostic/live fluoroscopy image, thus making the system unusable. There is no report of pt injury associated with this event.